Event description:
(B)(6) has a mask mandate. I mostly wear the blue surgical masks. I am inhaling very fine fibers from the mask all day every day. It causes coughing. I have significant tachycardia and shortness of breath when I have to wear a mask. I have migraines and wearing a mask often triggers one (often because it's harder to stay hydrated). Numerous companies over 8 mo. FDA safety report ID# (B)(4).